Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during maintenance of the mobile power unit (mpu), the patient cable needed to be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) patient cable was confirmed. The mpu (serial number: (B)(6)) was returned to the european distribution center (edc) for evaluation. Visual inspection of the returned mpu revealed that the threads on the black and white power cable connectors were damaged. The mpu was functionally tested and it was found that the mpu connectors could be connected to the system controller power cable connectors; however, the connector nut on the system controller power cable could not be fully secured into place due to the damaged threads on the mpu connectors. No other issues were observed during testing. The damaged mpu patient cable was replaced. A full functional checkout was performed and the mpu passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G) contain a subsection ¿guidelines for power cable connectors¿ which explains how to properly connect and disconnect the system controller power cable connectors to the mpu connectors. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. This section informs the user to inspect the mpu patient cable for damage or wear. This section states ¿do not use the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from your hospital contact, if needed.¿ heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.